Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had its smart charge set to 5 intervals. Technical services (ts) was consulted and reviewed stored data. Ts discussed how this appeared to have occurred due to oversensing of noise, with the noise been suspected to be myopotential in nature. Ts discussed how the smart charge feature works and device programmed settings. This device remains in service. No adverse patient effects were reported. At a later date, this s-ICD system delivered a shock as inappropriate therapy due to oversensing of signals of the patients rhythm, with the patient having a smaller and wide morphology. Technical services (ts) was consulted and discussed stored data as well as programming an troubleshooting options. This device remains in service. No additional adverse patient effects were reported.